Manufacturer narrative:
The device was discarded and is not available for analysis. It is not possible to reach a definitive root cause for the reported event. The evoke scs system surgical guide states the following: "the risks associated with the implantation and use of a spinal cord stimulation system include: persistent post-surgical pain at hardware implantation sites; inadequate pain relief following system implantation... The patient may require surgery (including revision, explant, and replacement) as a result." The patient¿s system had been implanted for more than 24 months.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was explanted due to pain at their cls implant site.